Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph inspection could not verify the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿plug¿ on the end of a clearlink catheter extension set was falling off while connecting IV tubing or a syringe to the extension set. The reporter indicated that the user did not tighten the "plug" prior to using the set; however, once the "plug" was tightened, it felt more secure. The step of setup or therapy during which this occurred is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.